Event description:
Additional information - confirm how long was the infusion performed before the leak occurred? No infusion was performed to the patient, the defect was found during the setting up of a chemotherapeutic (elastomeric pump of 5-fu). - confirm from where the leak was observed, i.e., from the texium component, the syringe, or the connection between texium and smartsite? Connection between texium and smartsite - confirm whether physical damage or deformation was observed at the point of leakage? Cannot confirm with the naked eye, the device was ¿running on empty¿. - confirm what fluid was administered at the time of the event? 5-fluorouracil.

Manufacturer narrative:
Additional information in adverse event & prod prob (b). Investigation result: one my8030-0006 sample from lot 24045648 was received in sealed packaging for investigation of (B)(4), in which the customer has stated: "connected the texium syringe to the primary set of the pump ( smartsite access) showed leakage." Further information provided by the customer indicates that the leakage occurred from the texium connection to the smartsite. The returned sample was subjected to a functional testing whereby fluid was drawn into the syringe, then the male luer of the texium was blocked and pressure was applied. The test was repeated again but this time with air drawn into the syringe and the set placed under water before pressure was applied. In both, instances, no leakage of liquid or air bubbles were observed. Furthermore, no leakage was observed when performing the same test while the returned product was connected to a smartsite from bd stock. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24045648 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the my8030-0006 product over the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was leaking the following information was received by the initial reporter with the following: connected the texium syringe to the primary set of the pump (smartsite access) showed leakage, replaced the syringe and contaminated pump the problem no longer occurred.